Event description:
0n 7/7/94 arthroplasty 5dlf (5th digit left foot), exostectomy 5dlf and 5dlf. Antibiotic therapy began post-op. On 7/11/94 blister on dorsum left foot. Surgeon feels it is related to the suture material.